Event description:
The customer reported while running a hepatitis surface antigen assay, summit sample handler, did not aspirate diluent or sample and did not dispense any diluent or sample in positions c8, d8 and e8 did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.